Event description:
It was reported that during a laser photo-selective vaporization of the prostate, the fiber prism located on the tip of the fiber broke after 68,249 joules and 8:54 minutes of use. It was noted at the fiber tip had not been cleaned during the procedure. The fiber was replaced and the procedure completed without patient complications.

Event description:
It was reported that during a laser photo-selective vaporization of the prostate, the fiber prism located on the tip of the fiber broke after 68,249 joules and 8:54 minutes of use. It was noted at the fiber tip had not been cleaned during the procedure. The fiber was replaced and the procedure completed without patient complications.

Event description:
It was reported that during a laser photo-selective vaporization of the prostate, the fiber prism located on the tip of the fiber broke after 68,249 joules and 8:54 minutes of use. It was noted at the fiber tip had not been cleaned during the procedure. The fiber was replaced and the procedure completed without patient complications.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded the reported fiber cap/tip break was not confirmed as analysis identified there were no failures, defects or breaks on the fiber. Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber cap/tip break as analysis did not identify breaks along the fiber body and fiber cap. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified there were no failures or defects on the returned fiber. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appeared to be in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on analysis results, a probable cause of no problem detected was assigned to this investigation.